Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to the zebra connector being cracked. The device also had a minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The excessive no delivery alarm test could not be performed due to the display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display had missing segments and the insulin pump had damage at the reservoir compartment. He stated that he occasionally has difficulty inserting the reservoir due to the damage. He also reported that the insulin pump would alarm no delivery during bolus. The customer stated that the alarm was resolved by a complete set change. Blood glucose value was 242 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.